Event description:
A baxter sales representative (bsr) called corporate product surveillance 2-dec-10 to relay a report received 1-dec-2010 for one (1) unknown colleague pump in which a programming error was detected during patient use on an unknown date within the past two weeks. A bsr relayed that a (B)(6) male patient, who had been admitted to the hospital for unknown reason(s), was to be administered levophed. Bsr relayed that a nurse intended to program the pump for 1.5 mcg. The nurse left the room after programming and starting the pump. After an unknown period of time, the patient complained of chest pain and tightness of chest. A physician was paged. The physician detected that the pump was actually running 105 mcg. The physician stopped the pump. The bsr relayed that "nitro and fluid" were given to the patient; who was stabilized, was comfortable, and returned to normal baseline. The bsr relayed that cardiac blood test(s) was/were taken and that all was/were normal 20 hours post incident. The bsr relayed that no information is available about the pump; that it was not sequestered because internal paperwork was delayed and has been lost in the facility's interoffice mail. The bsr stated that the facility attributes the event to use error. The bsr added that the facility had ordered sigma pumps to replace its colleague pumps, (B)(6) 2010.

Event description:
On (B)(6) 2011, the reporting customer ((B)(6)) indicated that the nurse caring for the patient accidentally selected the volume option instead of the dose option while programming the pump using the (B)(4) feature. The pump then correctly ran at the faster rate which was still within the high dose alert mark. Per the customer, the pump also correctly did not alarm. No additional information is available regarding the event or the pump.

Manufacturer narrative:
(B)(4). The device is not available for evaluation as it was not sequestered because internal paperwork was delayed and has been lost in the facility's interoffice mail. The bsr stated that the facility attributes the event to use error. If additional information becomes available and/or upon baxter's investigation is complete, a follow-up medwatch report will be submitted. A 510k number will not be provided in the MDR as the product code and serial number are unknown.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).